Event description:
The customer reported that the unit was leaking cidex from reservoir. There were no reports of injuries related to the leak. The customer stated that the unit is not in use and an asp field service engineer (fse) is scheduled to assess the unit.

Manufacturer narrative:
Conclusion code: other - pending asp fse report.